Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
The solution was next to my cup of coffee and I took some by accident. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident 3 minute) tablet for product used for unknown indication. On an unknown date, the patient started polident 3 minute at an unknown dose and frequency. On (B)(6) 2021, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional details: adverse event information was received from consumer via call centre representative (phone) on 18oct2021. The consumer reported, "I am calling about polident 3 minutes. The solution was next to my cup of coffee and I took some by accident. What should I do."